Event description:
Surgical light support arm weld broke and light head was suspended by wiring. The incident occurred while the light was being positioned. The hospital staff positioning the light was able to support it. No injury was reported.